Manufacturer narrative:
Please note that the initial reporters phone number is: (B)(6). The product was not returned for inspection. The 155 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured at nominal pressure during inflation at the target lesion. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. The following information was unknown: how many atmospheres of pressure were used when the balloon burst occurred, contrast media used, contrast to saline ration, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. The product was not returned for analysis. A device history record (DHR) review of lot 17287706 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this file.

Event description:
As reported, the 155 cm. Saber 4 mm. X 4 cm. Balloon catheter ruptured at nominal pressure during inflation at the target lesion. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. The following information was unknown: how many atmospheres of pressure were used when the balloon burst occurred, contrast media used, contrast to saline ration, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available.